Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. A dilator was inserted into the access ports, the thumb advancer was proximally retracted, and both counter-traction and an assertive pull were used to remove the device from the tissue tract. When the device was removed, a small amount of bleeding continued which resolved after eight minutes of manual compression. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Incorrect use of device. The starclose se instructions for use (IFU) state: (precautions) "do not deploy the clip in areas of calcified plaque" and (special patient populations) "the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site."